Event description:
It was reported that suture placement was attempted with two proglide devices in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was a 6f and during the aaa procedure the sheath was upsized to an 18f. Reportedly, after the proglide device was inserted into the anatomy the sheath at the distal guide was found to be "free spinning/twisting". The deployed foot was not in the normal position but was pointing in the opposite direction. After the two proglide devices were removed, the guide of one of the devices was found to be kinked. Two additional proglide devices were used, pre-placing sutures prior to the aaa procedure. The aaa procedure was successfully completed and hemostasis was achieved with the second set of pre-placed sutures. The access site was reported to be "long and deep". There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported free spinning/twisting at the distal guide and the foot pointing in the opposite direction could not be confirmed. During analysis, the sheath, guide and foot were inspected and the results indicated that they were intact and performed as intended. Based on visual and functional analysis of the returned device, no manufacturing or product quality deficiency was detected. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.